Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Upon reviewing magnetic resonance imaging (MRI) the patient was noted to have an anterior rectal wall infiltration. The patient has a large prostate which was about 80 to 90cc and had developed urinary retention after spaceoar procedure. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.